Manufacturer narrative:
A steris service technician arrived onsite following the reported event. User facility personnel stated that following the "burning smell," a small amount of smoke was observed. The technician inspected the amsco 5052 washer/disinfector and found no issues with the function or operation. The technician confirmed that no alarms were displayed during the time of the reported event and there was no evidence of burning or smoke within or around the unit. The technician ran multiple test cycles and was unable to duplicate the reported event. The amsco 5052 washer/disinfector was returned to service.

Event description:
The user facility reported that a "burning smell" was detected in the room in which their amsco 5052 single-chamber washer/disinfector is located. No report of injury.